Event description:
It was reported that t:slim x2 pump battery would not charge, and pump eventually shut down after repeated low power and power source alerts, causing customer¿s blood glucose to rise to 15.0 mmol/l. There was no adverse impact to the customer¿s blood glucose level. Customer delivered a correction bolus using pump, kept pump connected to a power bank so it continued working, and did not require help from another healthcare provider, while technical support explained that insulin on board and maximum hourly bolus would reset to zero and that continuous glucose monitoring sessions would need manual restart after any pump shutdown or reset, and advised customer to monitor and call back if problem continued; customer chose to keep using current pump and declined further discussion of backup plan.

Manufacturer narrative:
In use at the time of the event:cgm model: unknown.mobile os: unknown.